Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. The catheter shaft was inspected for damage. It was noticed that the shaft was fractured approximately 7 cm from the tip but not totally separated from the device. The tip was still attached by the inner coil of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07240. It was reported that guidewire fracture occurred. The target lesion was located in the hypogastric area. A 180 cm x 25 cm fathom¿ -16 guidewire was selected for use. During the procedure, the wire was used with a direxion hi-flo¿ microcatheter, which had a shapeable tip. The fathom¿ wire was passed through the catheter and into the patient. The physician tried to torque the wire to see where it became purchased within the vessel; however, it would not move or respond. When the physician pulled the device back into the catheter and checked outside patient, it was noted that the wire became fractured or unraveled. No piece of the wire was left inside the patient. A second fathom¿ wire was used and had the same result with the previous wire. The procedure was completed using a non bsc guidewire. No patient complications were reported.